Manufacturer narrative:
This device is not expected for return; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the hospital with chest pain and heart palpitations. It was noted that the patient was sensitive to the rv threshold check. An echo was performed, and revealed that the lead had perforated through the rv wall. It is intended that a revision procedure will be performed to reposition the lead. At this time, no further information has been provided. This lead remains implanted and in service. No additional adverse patient effects were reported. The patient was referred to a different hospital ((B)(6) hospital) for lead revision, and potential cardiothoracic surgery. No further information regarding this event is expected.